Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots # 25099241, 25098828, and 25097856, the last three lots shopped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 fell apart. A replacement device was used to complete the procedure. The hospital did not report any pt effects.